Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history review a manufacturing record evaluation was performed for the finished device product code: 183901001 lot number: 4366449 the product was released on: 17-apr-2024 manufacturing site: this is externally purchased item, delivered in sealed box, at jabil le locle it is added to the final kit without any futher inspections. Expiry date: 31- jul-2026. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional narrative:d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6)2024, it was not possible to serve cement because it was frozen during mixing. To complete the procedure, the physician used another one product the same type. No additional medical intervention was required, and the procedure was completed successfully with less than 30 minutes delay. No patient consequence was reported. The cement was prepared according to technique using the equipment from the package. The time to mix and the time between mixing and setting was reported to be 40-50 seconds.